Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that does not work; this condition had the potential to interrupt delivery. This condition was found in the emergency room. It is unknown when this event occurred. The facility representative stated it was unknown if there was a patient involved but there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flogard infusion pump with does not work was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be a blown main fuse. The main fuses and main battery were replaced as per service manual to fix the reported condition.